Manufacturer narrative:
Navilyst medical has requested that the device sample for this report be returned, but it has not yet been received. Upon completion of the investigation into this incident, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported by navilyst medical's distributor in (B)(6), in the distributor's warehouse, a small hole was found in the (B)(4) portion of one manifold pouch, breaching the sterility. The device was in a box of 25. It has been requested that the entire box be returned to navilyst medical.